Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product leaked where it connects to the diet. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Three used sample were received for evaluation. Visual and functional investigations were performed on the returned samples and leaking between the bag and tubing was confirmed. The root cause was determined to be related to the manufacturing process however there are no trends for this reported issue over the last two years therefore no further actions are necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention.